Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. A gradual increase in pacing impedance had been observed. During this same period, an elevation in the right ventricular automatic threshold (rvat) test was also noted. Technical services (ts) recommended that, at the next in person evaluation, lead testing such as isometrics should be performed. Ts also provided programming recommendations. No adverse patient effects were reported. This lead remains in service. Additional information was provided by the field representative. The cause of the gradual increase in pacing impedance has not been identified. This rv lead was programmed to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. A gradual increase in pacing impedance had been observed. During this same period, an elevation in the right ventricular automatic threshold (rvat) test was also noted. Technical services (ts) recommended that, at the next in person evaluation, lead testing such as isometrics should be performed. Ts also provided programming recommendations. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.